Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was observed during device evaluation that there was a gap in the adhesive area between the hold ring and distal end of the duodenovideoscope. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified; therefore, a root cause could not be determined. Additionally, there was no physical damage on the device. The events can be detected and prevented in accordance with the following sections of the instructions for use: "IFU states the detection method in evis exera tjf type 160vr operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures.". Olympus will continue to monitor the field performance of this device.